Event description:
A perforation was reported. The right ventricular lead was dislodged. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.